Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had a broken cap. The following information was provided by the initial reporter: "defective cap".

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had a broken cap. The following information was provided by the initial reporter: "defective cap".

Manufacturer narrative:
Investigation summary : bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for molding defect of the cap was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of molding defect of the cap was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode for molding defect of cap. Bd was not able to identify a root cause for the indicated failure mode.